Event description:
The customer stated the device has error 0007 -cycle power error. No patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.